Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/23/2019. H3 device evaluation summary: two needle/suture pieces of product code w8704 were received for evaluation. This product code is double armed. During the visual inspection of the two needle/suture pieces, the swage and attachment area were noted to be as expected. Body fluids and damaged on the surface were noted on the suture pieces and the ends were noted broken due to stress applied on the strand. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. In addition, no functional test can be performed due to condition of the sample received. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection of the sample, the assignable cause of the performance breakage suture is an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture broke during placing of knot. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch lpb851, w870419 and no non-conformances were identified.